Event description:
It was reported that the video system center had power button frequently found in a pressed-in state. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6 correction: h5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor return of the power button, failure of the power switch of the converter (the power switch of the converter was broken). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the return of the power button is poor due to a failure of the converter's power switch. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.